Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issues were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to inflate from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach during a procedure of the distal to mid right coronary artery (rca) the 3.0 x 12 mm xience xpedition stent delivery system (sds) was advanced to the lesion and pressurized but the pressure gauge of the indeflator did not increase and the stent was not deployed. It was noted that no leak/blood backflow was observed when negative was pulled. The sds was removed from the anatomy without reported issue. The same indeflator was used again during the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; inflation: everset; guide cath: 6f launcher al1.0. The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.